Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezf2623 showed no other similar product complaint(s) from this lot number.

Event description:
On 06/24/2016- per sales representative user facility reported that they are seeing an increase in patients with piccs requiring treatment for upper extremity vte. The facility stated that they are concerned that the reverse taper and 7cm introducer associated with the kit is contributing. This catheter was in the patient for 89 days.